Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks on ventricular tachycardia (vt). The device also recorded an untreated episode showing low r-wave amplitude. Technical services (ts) reviewed the episodes and discussed the shock impedance is observed to be high and has been getting higher with time, reaching 179 ohms, however, it remains within normal limits. X-ray was recommended to assess system placement. It was mentioned there were two shocks delivered on the same day due to t-wave oversensing, and qrs morphology and heart rate changes were observed, however, the shock therapy converted the vt. It was also discussed that the physician should consider the patient medical condition to determine whether to keep the device current programming. Further troubleshooting suggestions were provided. The s-ICD system remains implanted. No additional adverse patient effects were reported.